Event description:
It was reported that the patient experienced adhesive issue as the infusion set cannula was coming out of skin while patch still attached to the body and symptoms were observed within three or more hours after insertion. The event resulted in hyperglycemia and treated the high blood glucose with multiple daily injections.

Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.